Event description:
The coil (subject device) was returned for analysis and it was discovered that the coil (subject device) was prematurely detached/separated during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was found to be kinked/bent, the main coil was found to be prematurely detached (detached position is unknown), the main coil was found to be kinked/bent, and the suture was found to be intact. During a functional test, the reported 'main coil stretched' was not confirmed based on analysis and the reported 'device difficulty engaging target vessel' could not be confirmed during analysis as the event is procedure/patient related. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'main coil stretched' was not confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed, and the coil delivery wire was found to be kinked/bent. The man coil was found to be kinked/bent and the main was detached prematurely. An assignable cause of not confirmed will be assigned to the reported 'main coil stretched' and 'device difficulty engaging target vessel' as the issue was not confirmed during device analysis. An assignable cause of handing damage will be assigned to the as analyzed code 'coil delivery wire kinked/bent' as this defect appears to be associated with handling of the product or portion of the product during the procedure. An assignable cause of procedural factors will be assigned to the as analyzed 'main coil kinked/bent' and 'main coil prematurely detached/separated during use' since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.